Manufacturer narrative:
(B)(4). No serial number was reported. The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) with an original packaging box that matches the reported lot number. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Returned with the sample was the supplied 40cc inflation driveline tubing. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Kinks to the central lumen were noted at approximately 39.5cm and 41.7cm from the distal tip. Dried blood was noted on the exterior surfaces of the re-turned sample. No blood was noted within the bladder/helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked/ clotted central lumen. Upon aspiration, water was unable to be pulled into the syringe. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was connected to an iabp using the returned 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 30 minutes. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. The guidewire met resistance and could not advance at approximately 15.6cm from the distal tip. Some blood and debris was noted. The guidewire was front loaded through the iabc luer end. The guidewire met resistance and could not advance at approximately 28.3cm form the luer end. Some blood and debris was noted. A device history record (DHR) re-view was conducted for the lot number with no relevant findings. The device passed all manufac-turing specifications prior to release. The reported complaint for "the balloon can not inflate completely" is not confirmed. The re-turned intra-aortic balloon catheter (iabc) passed functional test specifications. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks were detected. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No fur-ther action is required at this time.

Event description:
It was reported "after the catheter inserted, the balloon can not inflate completely, change the new catheter.". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported "after the catheter inserted, the balloon can not inflate completely, change the new catheter.". No patient injury or consequence reported. The patient's current condition is reported as "fine".